Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while slitting the catheter, it slipped out of the physicians hand and the lead was damaged. The lead was removed and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.